Event description:
It was reported that during a stabilization of the anterior labrum the sutures of the devices broke. No part of the devices broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 03-aug-2021: it was confirmed that no part of the device became loose inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed. Two unpackaged ar-3638 devices were received for investigation. Visual inspection identified that only the inserter components were returned for analysis. No breakage or any abnormalities were present across the inserters. As the suture constructs were not returned with the remainder of the ar-3638 assemblies, the allegation cannot be verified.